Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the customer comment that the touch pen stylus would not calibrate, and therefore the overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the touch pen on the programmer would not calibrate. The caller swapped the touch pen out and could not get the cursor into the right lower quadrant of the display. The touch pen was reseated with no success. The programmer was returned for service. There was no patient involvement.